Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a ¿scan again in 10 minutes¿ error message was received on the 11th day of the customer wearing the adc device. As a result, the customer experienced a medical event that required third-party treatment of insulin (type/dose unknown) for low blood sugar. No further information was reported. Note, that the treatment of insulin is inconsistent for the treatment of low blood sugar. There was no report of death or permanent injury associated with this event.